Event description:
It was reported that a piece of clear plastic came out the patient's incision site at his 4-week post-op checkup. Follow-up with the reporter provided info that the patient (from iowa) has a left shoulder arthroscopy, decompression, performed on (B) (4) 2008 at an out-of-state location (minnesota). The patient's wound was not healing post-operatively. He was evaluated by his primary care physician. The physician removed packing gauze from the incision site and a clear plastic tip was discovered adhered to the gauze. The patient's wound was cleaned and treated. The patient then returned to the surgeon's office for evaluation. The piece of plastic was determined to be the tip (hood) of the clear-cut burr guard. No additional adverse consequences have been reported from this event. The device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but has not yet been received. The lot number was requested but not provided, therefore, the device history could not be reviewed and the manufacturing date could not be determined. A definitive cause cannot be determined from the info available but the most likely cause of the plastic burr guard breaking would be excessive bending forces applied to the device. If the device is returned and/or additional patient info is obtained, a follow up report will be submitted.